Manufacturer narrative:
This report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated havab igg result on the architect i2000sr analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Note: the 3rd and 4th value listed for each sample in the complaint text is not an s/co result. These values are delta and delta max values. The correct summary is below: the customer observed a falsely elevated havab igg result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 1.79, repeat 1.32 sid (B)(6) initial 1.63, repeat 3.61 sid (B)(6) initial 1.68, repeat 1.71 sid (B)(6) initial 1.54 repeat 0.46 sid (B)(6) initial 1.37 repeat 0.93 sid (B)(6) initial 2.35, repeat 2.32 sid (B)(6) initial 2.84, repeat 2.87 sid (B)(6) initial 2.46, repeat 2.34 there was no impact to patient management reported. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.